Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Screw missing on mics handpiece. Tka procedure. Screw was not found.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported issue: the screw in the handpiece handle was loose/fell out. Product history review: review of device history records indicate (B)(4) devices were manufactured under lot k0995 and (B)(4) devices were accepted into final stock on 03/22/2017 not including (B)(4). (B)(4) was rejected for constants screen completely blank, possible communication issue. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k0995 shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: the handpiece motor and electronics function as intended. Conclusion: the screw holds the handle in place. If the screw backs out then the handle can fall.

Event description:
Screw missing on mics handpiece. Tka procedure. Update: screw was not found.